Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. The instruction manual contains several warning statements in an effort to prevent damage to the stabilizing rings. "Do not grasp the probe's stabilizing rings when connecting the probe to the transducer. When assembling the handle and the transducer with a probe, avoid damaging the probe and the stabilizing rings. If the probe's stabilizing rings are damaged, it may cause the insertion section to heat up or abnormal output from the probe. If the stabilizing rings are damaged, replace them with spare ones." If additional information is received at a later time this report will be supplemented accordingly.

Event description:
Olympus was informed that at the conclusion of a gastric sleeve procedure, the physician noted that one of the stabilizing rings from the device was missing. The physician reopened the patient's abdomen to search for the ring; however, the ring could not be located. It was reported that no x-ray was performed. Additionally, the surgical staff searched the operating room for the ring but was unsuccessful. The patient was discharged home the same day. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device is manually cleaned and then autoclaved. Furthermore, the device had been used in several prior procedures without any issues.